Event description:
Staar received a fax from an md stating that he has had several cases of refractive change. He indicated that he has managed the cases with suggested methods sent to him in the collamer bulletin in february. He has had varying degrees of success. Multiple attempts to contact the physician have been unsuccessful. It is unknown if there was pt injury or performance of secondary surgical procedures. This information was received in response to the collamer customer bulletin sent to customers.